Event description:
It was reported that during a device revision procedure, right ventricular (rv) lead noise was observed in one pace immediately before the end of the test, with the same pattern in a repetitive manner. Due to this, the sensing sensitivity was increased to and measurement was taken again; however, the result was the same. The rv lead remained in use, and scheduled for recheck. During recheck procedure, the data retrieved indicated no rv lead anomaly, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.